Manufacturer narrative:
Event date unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed error b2102032 indicating force sensor damage. Per reporter, the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified this device has not been in for service previously. Review of the event history log found there was force sensor test alarm in history. Functional testing was able to duplicate the customer reported issue. The investigation determined that the force sensor did not work as intended. The force sensor was replaced.